Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing and inappropriate therapy. Intermittent loss of capture and a noisy ventricular channel were also noted.